Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the pump was over delivering. The patient's blood glucose at the time of incident was 89 mg/dl. She was priming the tubing during a set change when she noticed that insulin was pouring out. During troubleshooting the customer mentioned that she had an MRI. The pump was in the next room when the MRI occurred but the customer is unsure if the pump was exposed to the magnetic field anyway. The customer was advised to revert to her manual insulin injections. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.